Manufacturer narrative:
Continuation of d10: product ID: b3300542, serial# (B)(6), implanted: (B)(6) 2022, product type: lead; product ID: b3300542m, serial# (B)(6), implanted: (B)(6) 2022, product type: lead; product ID: b3400060m, serial# (B)(6), implanted: (B)(6)2022, product type: extension; product ID: b3400060, serial# (B)(6), implanted: (B)(6) 2022, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 09-jun-2023, UDI#: (B)(4) ; product ID: b3300542m, serial/lot #: (B)(6), ubd: 20-oct-2023, UDI#: (B)(4) ; product ID: b3400060m, serial/lot #: (B)(6), ubd: 01-sep-2023, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 03-nov-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported high impedance at l- 1,2,3; r- 8,9,10,11. The patient's system was interrogated in a regular follow-up appointment on (B)(6) 2023, and multiple impedance checks confirmed out-of-range high ohms.  The external/patient factors that may have led or contributed to the issue were that the patient experienced head trauma. The problem was not resolved by the time of this report. Additional information was received from the manufacturer representative (rep) on 2023-apr-06 that the high impedance values were monopolar >5k and bipolar >10k. The cause had not been determined, and the issue was not resolved. The surgeon is still considering options/surgical options. The rep also confirmed that the head trauma was unrelated to the device. The patient has learning disabilities and acts out, including banging their head. It's unknown if the patient is receiving effective therapy. The information was confirmed with the healthcare provider. Additional information obtained from the manufacturer¿s representative (rep) on 2023-04-18 reported no additional actions were taken yet related to the high impedance; thus, the issue wasn¿t resolved. No surgical intervention was scheduled as the patient had learning disabilities, and the surgeon was concerned the patient may act out going by slamming their head on the wall/floor. The epileptology was going to discuss the situation with the neurosurgeon. It was confirmed the patient was programmed on the left contact #0 and was receiving effective therapy.